Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, while advancing a podj coil into a lantern delivery microcatheter (lantern), the technologist inadvertently bent the podj coil pusher assembly. Therefore, the podj coil was removed and the procedure was completed using a new ruby coil and the same lantern. It should be noted that a rotating hemostasis valve (rhv) was not used during the procedure. There was no report of an adverse effect to the patient.